Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure of unknown type with saline mentor breast implants of unknown type and experienced recurrent capsular contractures , chronic muscle pain, chronic creatine kinase elevation, chest and neck pain, excessive fatigue, intermittent enlarged lymph nodes, digestive problems, joint pain, swelling of joints, rashes. The mentor textured breast implants scheduled to be removed in 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 05/29/18, it was reported to mentor that it was reported (via FDA medwatch) that a patient of unknown ago who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2017. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and notes will be updated. Manufacturer¿s reference number: (B)(4).